Manufacturer narrative:
The motor controller (mc) pcba and blower assembly were returned to failure investigation for analysis. A visual inspection of the mc pcba revealed no evidence of damage or contamination. The reported issue was not confirmed in the mc pcba. A visual inspection of the blower assembly revealed no evidence of damage or contamination. The reported issue was confirmed. The root cause was a failure of the temperature sensor function of the blower motor.

Manufacturer narrative:
B4:23jul2021. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the turbine and the motor controller board. The unit passed required performance verification tests per philips standards and was returned to use. The removed components were requested to be returned for further evaluation. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of report: 28may2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a check ventilation temperature, high turbine message. The device was not in clinical use at the time of the event. There was no report of patient or user harm.